Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the night before she had to take the insulin pump off. Someone stepped on the apparatus. The insulin pump alarmed battery out limit. Customer's blood glucose level was 511 mg/dl. The customer treated her blood glucose level with a syringe. The customer was feeling nauseous. She did not know the infusion set's cannula was pulled out of her body. The device was not returned.